Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A infection of the surgical site was reported.

Manufacturer narrative:
Referring to the product inquiry both reported implants are considered primary products. No further associated product was reported. According to information received the products reported were not available for examination since they were discarded by the hospital. In this case a review of the packaging, sterilization and storage/delivery documents was not possible since the lot codes of both reported items are unknown. For the same reason, no statement can be made regarding the expiration dates of both items. However, it should be noted that no physical failure / malfunction of the products in question was subject of the reported event. The issue is about an infection of the surgical site, whereas no stryker products are suspected to have caused the infection according to information received from the customer on request. Thus, a review of the event in line with ¿dqf 13-002 infection complaints checklist investigator v4¿ was deemed not necessary. Detailed information regarding the infection resp. The microorganism(s) and the outcome has been requested but was not provided. The potential risk of infection caused by sterile (gamma sterilization or eo sterilization) packed stryker implants and instruments has been evaluated in general by a consulting health care professional; refer to his ¿clinical opinion¿ in excerpts under ¿additional document review¿. General technical aspects: if the sterile barrier of the package is opened or suspected being impaired (i.e. Transport issue or insufficient usage in hospital) the IFU instruct that the product must be re-sterilized in case of use. Sterilized stryker implants are granted to be sterile for five years (as visible on the labels) if the packaging is undamaged. Based on the above observations and referring to the customer¿s confirmation that the infection is not suspected being product related, a relationship between the subject implants and the reported infection may be excluded. There is no assumption that the infection was caused by the reported trochanteric nail kit respectively the locking screw. A review of the complaint history, CAPA databases and risk file did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified. Device was discarded.

Event description:
A infection of the surgical site was reported.